Event description:
It was reported that the pump displayed a ¿connect cgm or enter bg¿ alert while the user was utilizing a freestyle libre 3 plus sensor, and the user also received a single ¿pairing failed¿ alert before the sensor completed its warmup and paired without rescanning; the pump subsequently resumed displaying glucose values after counseling that alerts can occur when no glucose data are received from the sensor. No adverse clinical symptoms reported. Outcomes included no medical intervention or hospitalization and resolution of the pairing and data display issue. User support included troubleshooting and education with the user regarding cgm connectivity behavior and alert meaning. Investigation of this case revealed that intermittent communication between the cgm sensor and the pump likely triggered the alert, and normal function resumed without device replacement. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal loss or data unavailability from the cgm during warmup or pairing, which is consistent with normal system behavior that resolves once the sensor provides data.